Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that the patient experienced myocardial infarction. In (B)(6) 2012, the patient presented with unstable angina and was referred for cardiac catheterization which revealed the 95% stenosed 34mmx3.0mm target lesion that was located in the mid left anterior descending artery. The lesion was treated with predilatation, placement of a 3.00 x 38mm study stent and post-dilatation resulting to 0% residual stenosis. On the same day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient experienced myocardial infarction (mi) as manifested by cardiac enzyme elevation which was consistent with the protocol definition of mi. The patient was hospitalized and underwent percutaneous coronary intervention to the mid left anterior descending artery with the placement of an unspecified size drug eluting stent. In (B)(6) 2014, the event was resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was discharged seven days post index procedure on aspirin and clopidogrel and the patient experienced left anterior descending of coronary artery stent thrombosis. In (B)(6) 2014, the patient presented to the emergency department with paroxysmal chest pain, tightness below the xiphoid, in precordium, pharyngeal and neck, with radiating pain in the neck and shoulder, excessive perspiration and nausea. Within the same day, the patient was hospitalized and underwent ECG which revealed sinus rhythm and elevation in st segment. Patient was then advised for coronary angiography which revealed stent thrombosis in the study stent located in the mid left anterior descending artery(lad). The 100% stent thrombosis in the mid lad was treated with multiple predilatation and placement of a 3.5x18mm unspecified stent resulting to 0% residual stenosis.